Event description:
On (B)(6) 2017 the reporter contacted lifescan (lfs) alleging an issue with the lay user/patient¿s onetouch ultra2 meter in that it displayed an ¿apply sample¿ message and also that the meter calcode was set incorrectly. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2017 at 9am when the patient obtained an ¿apply sample¿ meter message and also another unknown error message. The reporter stated that the patient does not take any medications to manage her diabetes and that she continued with her usual diabetes management routine after the alleged issue began. The reporter claimed that the patient experienced symptoms of ¿stressed out and sweating¿ approximately 5 minutes after the alleged issue began and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that it was not the patient¿s first use of the device, the correct test strips were being used and the strip did completely draw in the blood sample. Additionally, the csr identified that the patient¿s testing process was incorrect as the meter was not set with the correct calcode. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.